Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿the association between reverse total shoulder arthroplasty neck-shaft angle on postoperative patient experienced shoulder disability: a retrospective cohort study". The study reviewed sixty-eight (68) total patients who underwent reverse total shoulder arthroplasty (rtsa) to address cuff tear arthropathy (36), omarthrosis (21), post-traumatic (9), and other (2), using arthrex universal glenoid devices. During the minimum one (1) year follow-up period, two (2) patients underwent revision. Source: engelen b, janssen e, heerspink ol. The association between reverse total shoulder arthroplasty neck-shaft angle on postoperative patient experienced shoulder disability: a retrospective cohort study. Jses international. 2023;7(2):264-269.